Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the the storage period has expired, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to stress, handling, or external factors. Olympus will continue to monitor field performance for this device.

Event description:
The maintenance unit was returned to an olympus service center with a report that during reprocessing, the device was not working properly. During inspection and testing, it was found that the power switch was damaged, and the led light was not lit. Additionally, the alternating current (ac) inlet at the rear of the device is damaged/cracked. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During evaluation, the following were found: 4 suction feet at the bottom with weak suction force, main chassis and top cover rusted inside, alternating current inlet at rear damaged with crack, power switch¿s led not lighted up, damaged with crack and its plastic cap torn off, air joint unit and connector socket at front were worn out, air pressure low due to faulty air pump and tubing inside of old type. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.